Event description:
The lay reporter/patient's friend called lifescan (lfs) and alleged that the patient's meter was reading inaccurately erratic. The patient was originally receiving an error 4 message on her meter. While attempting to troubleshoot the problem, she obtained two results of 174 and 224 mg/dl, within 10 minutes. No injury or harm was alleged and no treatment was given to the patient. While attempting to troubleshoot with the lfs customer service representative, the meter began prompting an error 4 message, unable to resolve the issue. The test strips were in good condition, codes matched, and the technique for applying the blood to the test was correct. The technique for cleaning the puncture site, however, was not. This complaint cannot be ruled out as a malfunction as the error 4 message was not resolved and the precision test fell outside of the 20% specifications.